Event description:
In 1991 rptr went to a dentist with an abscessed tooth and "he opened two or three teeth on the left and right side as well as some upper teeth". Dr. Told rptr that their mouth was "like a house on fire" he left the teeth "opened" and rptr had to clean them out with a syringe for at least two weeks. Then rptr went to his office and he was going to close a root canal. He heated cement until it was bubbling hot and poured boiling cement in that tooth. "From that moment on I was in total hell it took his nurse and my husband to hold me down the the pain was so extreme and it kept me up most nights. After alot of dental work dentist did a panorex which showed a tumor. "He said that was nothing to worry about. He would always tell me it was in my head jokingly" and would laugh.dr. Removed a tumor on the left side of rptr's jaw, but pt continued to have pain. Rptr suffered greatly "like a scorpion stinging my jaw and nerves." The pain was so severe but no one was doing anything to help. On another occasion rptr went to visit relatives and had swelling and severe pain. Rptr's cousin called the emergency room and they told her that an oral surgeon pulled tooth 21 and on the end of that tooth was a razor sharp piece of cement that dr. Said was lodged in the nerve. On nov 29th, 1995 a nerve specialist found another neuroma and it says on the pathology report "bone fragments". Another nerve specialist said that the nerve had a chemical burn, burnt from the inside. Rptr has nerve damage and can not eat without feeling "electrical shock pain impulses".